Manufacturer narrative:
Concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3h1214 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic stomach resection procedure, when the reload was inserted into the port, the device fired with the lower button even though the green button was not pressed. The same powered devices were used with the new reload to resolve the issue. There was no patient injury. Medtronic's evaluation of the device found that the reload was partially fired and the interlock was engaged.